Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated the patient will continue to be followed on a regular basis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting a gradual increase in shocking impedance measurements which exceeded 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The system was subsequently explanted and replaced. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received stating this system is still exhibiting shock impedance measurements greater than 125 ohms. An x-ray was performed and was unremarkable for a lead fracture. High voltage shock testing was performed which produced measurements from 77 ohms to 123 ohms. Following the high energy shock testing, further measurements were obtained in different system configurations. These measurements varied from 90 ohms to 124 ohms. The physician inquired as to why there is such a variation in the measurements. Additionally, the physician expressed concern that the energy may not convert the patient. A boston scientific technical services consultant documented and discussed the clinical observations, troubleshooting and root causes for the reported clinical observations.